Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was unknown. They reported that the insulin pump stopped working. They also reported that the buttons were so easy to press until they received another insulin pump. They reported that the insulin pump had no delivery alarm. They reported that he was getting away with resuming, and rewinding the insulin pump again and it would work for a little while but then the insulin pump would not operate at all, he would get passed rewind complete and it would alarm no delivery shortly after priming. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.